Event description:
It was reported the epiq 5w ultrasound system's control panel fell down when the trigger was pressed causing the user to hold on to it. The failure occurred outside of clinical use and no patient or user was harmed. The philips service engineer replaced the gas strut and gas spring to resolve the customer¿s immediate issue. Philips has started an investigation, and upon completion, a follow-up report will be submitted.